Event description:
Ruptured pip(poly implant prosthese breast) bread implant for 17 months. Currently experiencing auto immune reaction. Brain fog joint pain hair loss. Body pain all over, neuropathy bilateral feet. Unable to work, rn. I need medical attention to have this poison removed from my body. Symptoms continue to increase over time. Ref report: mw5158502.